Manufacturer narrative:
Evaluation of the device showed the sheath is bent and bowed. The condition of the device is consistent with excessive force being applied during use. Conclusion: improper use.

Event description:
During a shoulder scope procedure, the cannula disassembled. Or staff member confirmed that a back-up device was located and used to complete the case. No patient injury or complications took place.